Event description:
On (B)(6) 2013, patient contacted animas and alleged the following: her blood glucose (bg) some time ago went up to 500mg/dl, no symptoms then she went to check her pump to determine the cause of the bg excursion she noticed that the luer lock connection between the cartridge and the tubing was leaking insulin. She did not see any damage to either the cartridge or the infusion and believes that it was secured as per IFU. She changed her site/set/cart and delivered a correction bolus. Current bg is 480mg/dl. Patient has discarded both the leaking cartridge and infusion set. Customer support (cs) instructed patient to continue to monitor her bg and call back if she has any issues with insulin leaks. This complaint is being reported because a patient experienced hyperglycemia related to a leaking luer lock.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.